Event description:
Intermittent noise was reported on the rv channel in recordings transmitted to home monitoring. No inappropriate therapies were reported. Lead to be evaluated further and remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.